Event description:
It was reported that a shaft break occurred. The patient presented with angina. The 99% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 3.50 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the procedure, the shaft snapped approximately 30 cm from the distal tip. The device was successfully retrieved in one piece using a snare. The procedure completed with alternative device. No patient complications occurred, and the patient made a full recovery.

Manufacturer narrative:
Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as it had been disposed of; therefore, a technical analysis could not be performed on the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the agent dcb device confirmed that the event of shaft break is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of adverse event related to patient condition. It is likely that the patient challenging anatomy contributed to the reported event. This code was selected as the most probable complaint cause based on the information available. Based on the event details it is likely that excessive force was applied when attempting to deliver the device into the stenosed, severely tortuous and severely calcified target lesion which likely led to the break subsequently resulting in the additional device required to retrieve the broken piece.

Event description:
It was reported that a shaft break occurred. The patient presented with angina. The 99% stenosed target lesion was located in the severely tortuous and severely calcified lesion. A 3.50 x 30 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the procedure, the shaft snapped approximately 30 cm from the distal tip. The device was successfully retrieved in one piece using a snare. The procedure completed with alternative device. No patient complications occurred, and the patient made a full recovery.